Event description:
The customer contact reported a delay in therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified volume of blood. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed for an unspecified malfunction. The device was removed from clinical service. Therapy was resumed using a replacement device. Multiple unsuccessful attempts have been made to obtain add'l info, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device is expected to be rec'd. This report represents all the info known by the reporter upon query by hospira personnel.